Event description:
It was reported the device delivered shocks for recorded artifact. After 10 shocks the impedance recorded was 2000 ohms. Might be due to poor lead connection vs faulty lead. No patient complications have been reported as a result of this event.